Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and the cause was not known. The ketone level was large. A bolus via insulin injections were administered to address high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.